Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a sensor error occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The pediatric patient experienced a hypoglycemic event while using the dexcom cgm system. The patient experienced a sensor error on (B)(6) 2023 for over three hours, which she believes prevented the patient's insulin pump from administering insulin as he later suffered from a hyperglycemic event. The patient reportedly suffered from strong unspecified symptoms of hyperglycemia and had to be taken to the hospital. At the hospital, the patient was treated with insulin. The patient did not have any symptoms at the time of the report. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.